Event description:
Harmonic (instrument, ultrasonic surgical) device would not connect to generator, kept losing connection during use. Harmonic cord t92347 with 28 uses remaining was being used with the harmonic device.